Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels above 500 (mg/dl). A manual injection and correction were delivered to address bg levels. During system check with tandem technical support, an air bubble was noted in the infusion set tubing. Customer also mentioned that cold insulin was used to load the cartridge. The fill tubing process was done to prime the air out of the tubing and customer was reminded to use room temperature insulin to load cartridge.